Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. After checking the external input, there were no issues found. Fse will observe the progress. Requests were sent for additional information and/or product return. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated. A follow up MDR will be sent.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that at the beginning of treatment, when connecting the moni-x cable of the cs100 intra-aortic balloon pump (iabp) unit to arterial pressure (external input), the input is unstable. Arterial pressure information can be input using the arterial pressure transducer, so treatment can continue with the same device.